Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customers' blood glucose level at the time of incident was 245mg/dl. The customer treated the high with manual injection. The customer states the alarm was resolved by changing infusion and reservoir. The customer states they changed the set, reservoir, and tubing, and they received no delivery alarm. The customer states they then change site but kept tubing and reservoir and have not gotten the no delivery. The customer was advised the set would be replaced and returned for analysis.